Event description:
During a coronary artery stenting treatment procedure, difficulty deflating the balloon was encountered. The physician was treating bifurcation lesion at the circumflex (cx). The scrub tech encountered a great deal of difficulty flushing the wire lumen during prep of the balloon. The express2 otw 16 mm x 2.25 mm stent was successfully deployed in the cx. The physician was then unable to deflate the balloon. The physician tried to inflate and deflate the balloon several times, yet the balloon remained inflated. The physician then attempted to burst the balloon by inflating to 22 atms, the balloon would not deflate. The physician was able to pull the balloon back to the guide catheter and then remove the system from the pt without complication or injury. The physician completed the procedure by stenting the area with a taxus stent.